Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. During the implantation procedure, an induction was performed using the shock on t-wave option available with ovatio programmer software. The induction shock was followed by an under-sensing period, delaying the ventricular arrhythmia detection and therapy. The same phenomenon was also observed upon the second shock on t-wave performed later on. The second induced arrhythmia was successfully detected and treated by the ICD.

Manufacturer narrative:
February 10, 2010. This event concerns a device that was manufactured and used outside the united states. Method - review of the electronic data and files received. (B)(4). Analysis revealed that the implanted ventricular lead was a swift 4041 (the lead was previously implanted with the replaced alto). This lead is an integrated bipolar lead, i.e. The right ventricular coil is part of the shock vector, but is also used as a proximal ventricular sensing electrode. No anomaly was observed on lead parameters (impedance, continuity). No final conclusion could be drawn to explain the reported event; nevertheless, the most probable hypothesis would be the effect of the induction shock on the right ventricular coil which becomes visible when this electrode is also used as a sensing electrode.